Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing noise in the right atrial (ra) and right ventricular (rv) channels. The noise was able to be reproduced. The device recorded no inappropriate therapy, only short episodes of non-sustained ventricular tachycardia (nsvt). It was suspected that there was lead insulation issue. The patient was admitted into the hospital for a revision procedure and the device was turned off. Subsequently, a new s-ICD was implanted. This ICD and leads remains implanted but electronically deactivated. There was no pacing inhibition and no additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing noise in the right atrial (ra) and right ventricular (rv) channels. The noise was able to be reproduced. The device recorded no inappropriate therapy, only short episodes of non-sustained ventricular tachycardia (nsvt). It was suspected that there was lead insulation issue. The patient was admitted into the hospital for a revision procedure and the device was turned off. Subsequently, this system was explanted and replaced with a new system. There was no pacing inhibition and no additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing noise in the right atrial (ra) and right ventricular (rv) channels. The noise was able to be reproduced. The device recorded no inappropriate therapy, only short episodes of non-sustained ventricular tachycardia (nsvt). It was suspected that there was lead insulation issue. The patient was admitted into the hospital for a revision procedure and the device was turned off. Subsequently, a new s-ICD was implanted. This ICD and leads remains implanted but electronically deactivated. There was no pacing inhibition and no additional adverse patient effects were reported. Additional information was provided, it was reported that the device and lead were explanted. No additional adverse patient effects were reported. The products remain at the pharmacy.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.